Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead fracture. A new lead was implanted. This rv lead will not be returned for analysis. No additional adverse patient effects were reported.